Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. The system history shows no abnormalities that could have contributed to this event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center (B)(4) reported a patient with slow healing post photo refractive keratectomy (prk) and dryness approximately two weeks post procedure. Patient noted eyes are "really dry." Temporary punctual plugs were inserted and the patient was instructed to use artificial tears, cyclosporine ophthalmic emulsion, and taper topical steroid dosage. On a follow up visit, the patient is doing better but not 100 percent. The patient is scheduled to return in (B)(6). There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.